Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the high capture threshold due to lv lead dislodgement was observed. The lead was explanted and replaced. The patient was stable.